Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray batteries were not charging as a result of the reported issue. To resolve the reported issue, the battery charger board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the battery charger board for the imaging system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect battery charger for the imaging system was returned to the manufacturer for evaluation. The evaluation found that the bench and functional testing failed. It was noted that the channels on the charger board failed output testing. It was noted that the board had leaking capacitors on the visual inspection.